Event description:
The customer reported that over 100 mls of clear fluid leaked from the coulter lh 780 hematology analyzer. Leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found and replaced cut tubing on pinch valve (vl46b), resolving issue. (B)(4).